Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2008; etbf3616c145e, stent, implanted: (B)(6) 2013; etlw1628c82e, stent, implanted: (B)(6) 2013; etlw1624c156e, stent, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the emergency room and went into cardiac arrest. CPR (cardiopulmonary resuscitation) was done. A device check was done and the information received on the remote transmission was reviewed by qualified personnel. It was found that there were two high rate non-sustained episodes with possible ventricular oversensing noted. However, the nurse stated that since they did performed CPR this could be the possible oversensing noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.